Manufacturer narrative:
Extensive rust was observed throughout the battery compartment and on the back of the returned analyzer. Currently it is unknown whether or not the device may have overheated, as that allegation could not be duplicated.

Event description:
The customer reported the analyzer was "hot and that they thought the batteries had exploded because of the corrosion in the battery compartment". There were no allegations of patient/user harm. There were no allegations of incorrect results.

Event description:
The customer reported the analyzer was "hot and that they thought the batteries had exploded because of the corrosion in the battery compartment". There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
Extensive rust was observed throughout the battery compartment and on the back of the returned analyzer. Currently it is unknown whether or not the device may have overheated, as that allegation could not be duplicated.